Manufacturer narrative:
The patient sample was also tested locally by riba and viral load methods and both results were negative. These results agree with the roche value. False negative results have been excluded by the customer based upon the local testing that was performed.

Manufacturer narrative:
The patient sample was tested locally by pcr method and the anti-hcv ii result was (B)(6). This agrees with the roche value. A false (B)(6) result has been excluded by the customer based upon this testing. The customer agrees with the local test results and has indicated they will not provide the sample for investigation

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for antibody to (B)(6). The erroneous results were reported outside of the laboratory. The initial (B)(6) result from the e602 analyzer was (B)(6). On (B)(6) 2016 the sample was repeated on the e602 analyzer and the result was (B)(6). The customer sent the sample to another laboratory that uses the abbott method and the result was (B)(6). No adverse event occurred. The e602 analyzer serial number was (B)(4).